Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5064571.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted on (B)(6) 2008. According to the complainant, post procedure, the patient became very ill. She experienced seizures, high inflammatory markers, repeated infections and serious autoimmune responses. She also experienced painful urination to not being able to urinate at all. Patient also developed erosion of mesh to the vagina and bladder, thus, part of the mesh was removed. Furthermore, the mesh eroded to the patient's bowels and urethra. The nerves have also been affected causing difficulty in walking.